Event description:
It was reported that the patient experienced ineffective therapy due to their lead being fractured. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.